Event description:
It was reported that the patient presented in clinic for follow-up. During the notifier test, the patient did not feel the vibration alarm. The test was tried several times but there was no vibration alarm. No intervention was performed. The patient was stable.